Event description:
We received a report of a high myope patient who had undergone a successful implant of a toric lens in the left eye a week previously. When the toric lens was injected into the right eye, the posterior capsule ruptured as soon as the haptic touched it. The surgeon enlarged the wound, explanted the iol and placed an alternative lens in the sulcus.

Manufacturer narrative:
A review of the manufacturing records for t-flex aspheric 623t, batch 129e96420 and of injector r-inj-04, batch s0422, shows that no anomalies or concessions raised against either product. We have requested additional information from the surgeon. We have received confirmation that the injector used was the rayner single-use soft tipped injector (r-inj-04) which is supplied within the system pack. The t-flex aspheric 623t lens is not sold in the united states, however the materials and the haptic design are the same as the c-flex 570c which is sold in the united states. (B)(4).